Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of poisoning ("suspicion of intoxication that persists and is reminiscent of fibromyalgia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("heavy metal allergy") (seriousness criterion intervention required), poisoning (seriousness criterion medically significant), fatigue ("abnormally tired"), musculoskeletal pain ("muscles and joints pain"), headache ("headache"), dyspareunia ("intercourse is painful"), visual impairment ("vision has changed"), palpitations ("palpitations"), disturbance in attention ("concentration disorder"), memory impairment ("memory disorder") and fibromyalgia ("suspicion of intoxication that persists and is reminiscent of fibromyalgia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, poisoning, fatigue, musculoskeletal pain, headache, dyspareunia, visual impairment, palpitations, disturbance in attention, memory impairment and fibromyalgia had not resolved. The reporter provided no causality assessment for allergy to metals, disturbance in attention, dyspareunia, fatigue, fibromyalgia, headache, memory impairment, musculoskeletal pain, palpitations, poisoning and visual impairment with essure. The reporter commented: in sick leave for 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for heavy metal. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals ¿ analysis in the global safety database revealed 340 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.